Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable on the pk dissecting forceps instrument broke and a piece of "plastic" from the instrument fell into the patient. The instrument fragment was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions: the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument passed electrical continuity testing. The pulley showed no signs of arcing. The yaw pulley was missing a 0.143" x 0.034" piece opposite of the conductor break, which allowed the grip to move within the pulley and have a larger range of motion in yaw. Engineering concluded that it was indeterminable as to how the piece of yaw pulley broke. Engineering evaluation also found that the surface of the distal pulley exhibited scratches. The pitch cable at the distal idler was frayed and the pulley and clevis did not exhibit damage. The distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and were not axially aligned with the tube. Engineering concluded that the damage to the main tube was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On (B)(6) 2013, isi contacted the isi clinical sales representative who reported this event. The csr indicated that he was present during the surgical procedure. Per the csr, the surgeon had completed the surgical task of taking down the patient's infundibulopelvic ligament when the surgeon observed that a foreign object was lying on the patient's tissue in the surgical area where the surgeon was working. The csr indicated that when the surgeon zoomed in to verify what the object was, the surgeon discovered that the foreign object was a fragment from the pk dissecting forceps instrument. The csr indicated that the broken instrument piece was removed laparoscopically using the da vinci surgical system. The procedure was using a replacement instrument of the same type. The csr indicated that he did not observe that the instrument made contact with another instrument during the surgical procedure. Per the csr, there was no report to him by the surgical staff that the patient suffered any complications as a result of the reported event.